Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a no delivery alarm. The customer was educated on what the alarm was. The customer was advised to complete a set change. Customer's blood glucose was 4.5 mmol/l. The insulin pump will not be returned for analysis.